Event description:
On (B)(6) 2026, at 16:00 hours, a patient was given an intravenous infusion, the positive pressure blue connector of the cannula was sterilized and connected to the infusion set, 2 minutes later, the patient's bedside bell was received complaining that the positive pressure blue connector of the cannula was dislodged, the cannula's on/off switch card was immediately turned off, the positive pressure connector was sterilized and replaced, and the infusion set was connected again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.